Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to power on) was investigated. As received, the battery charger/modem was unable to power on with the power supply it was returned with, but was able to power on with an alternate power supply. Upon investigation, the power supply cord was cut. The cause for the failure was the cut power supply cord. The root cause for the cut power supply cord was physical abuse. No adverse event resulted from the damaged charger.

Event description:
A u.s. Distributor contacted zoll to report that a patient's charger was unable to power on.